Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that it was partially deployed and confirmed the reported product experience. Inspection of the device indicated that the plunger was fully engaged and the vessel locator wings were in the open position which is consistent with the report that the device was pulled out of the artery while attempting to position the vessel locator wings against the arterial wall. There was no indication that the wings might have prematurely collapsed which could result in the reported loss of arterial access. During testing, the device was cleaned, assembled, and deployed successfully. Based on the investigation findings, the device was partially deployed and a probable cause related to the device could not be determined. A possible cause for the reported product experience is applying excessive pulling force while attempting to position the wings against the arterial wall. However, this could not be confirmed. No manufacturing or quality deficiency was detected. A review of the lot history record did not reveal any relevant nonconforming material record associated with this lot. No manufacturing or quality deficiency was detected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after deploying the foot, when the device was pulled back against the arterial wall for positioning, the device came out of the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.